Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the delivery system was not returned for investigation. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient experienced hemoptysis during cardiomems implant procedure. During procedure the physician struggled to get in to the vessel and three different guidewires were used. The hemoptysis occurred prior to cardiomems insertion. Suction was required with mild excretion of blood. The procedure was completed and the cardiomems was calibrated successfully. The physician reported the guidewire to be the cause of the hemoptysis. The patient was kept overnight for observation. The patient is stable and has been discharged.